Event description:
The customer's blood glucose was tested using her contour meter and a friend's contour meter. The customer's contour read 458 mg/dl, while the other meter read 191 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement strips were sent to the customer.